Event description:
This is report 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the wires were exposed on the foot control device while in use with the console device. It was further reported that the foot control light would not come on, on the console device. There were no delays to the planned surgical procedure as identical spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown however was known to have occurred in february 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to mishandling by using excessive force pulling on the cord or by pulling the device around by the cord. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.